Manufacturer narrative:
The device was returned for evaluation. During examination, the video connector was confirmed to be loose, due to a worn video connector socket. However, functional testing showed no loss of image. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The company representative reported on the customer's behalf, that the video system center had a loose video connector. That sometimes resulted in loss of image on the monitor. The customer reported ,the issue was identified during reprocessing. The device was used for a patient's diagnostic oto-rhino-laryngography. After issue was found, there was no delay in patient exam. And there were no adverse effects to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.